Event description:
The patient called animas on (B)(6) reporting the pump has been losing power for the last few months. She states she used to get about two months out of the batteries and for the last few months she has had to replace them about every week. She also says that the pump has powered off as well and the last time it happened was three days prior to the call to animas while she was sleeping. She states her blood glucose level was over 200 mg/dl and has been elevated as high as 413 mg/dl due to the power issue. She says she had dizziness, sweating, increased thirst, and tested positive for ketones with the elevated blood glucose levels. Her blood glucose target is 140 mg/dl and her last blood glucose level in the evening was 188 mg/dl. The patient states she boluses with the pump to correct her blood glucose reading and takes two injections of humalog 70/30 once in the morning and once at night as well as 4 sugar pills to control her blood glucose level. There is no visible corrosion on the battery compartment and no structural damage to the battery cap or battery compartment. The patient has been given a loaner pump which her caretaker will set up. This complaint is being reported because the patient alleged that the pump powered off without user intervention and she suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.